Event description:
The customer had a full segment display, instructed the customer to disconnect from the device and use manual injections. A day later the customer called back and informed was hospitalized for low bgs the night prior to their admission. It was informed that the customer was not disconnected from the pump and pt was at work when the device stopped working. The customer did not have a back up plan and pt might have delivered too much insulin.